Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had fuzzy screen and not able to see some of the screen. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated the display returned to normal. Customer assisted with performing a self test line white segments found. Customer stated the insulin pump was neither dropped nor bumped. The insulin pump will not be returned for analysis.